Manufacturer narrative:
This follow-up report is being submitted to relay additional information. Updated: b4, g3, g6, h2, h3, h6, and h10. Suggested component code: mechanical (g04) - femur. Reported event was confirmed by review of medical records. Medical records and radiographs were provided and reviewed by a health care professional. Review of the available medical records identified the following: radiolucent lines along the tibial component, aseptic loosening of the tibial component, tibial and femoral bone loss and instability, and excessive scar tissue surrounding patella. Device history record was reviewed and no discrepancies relevant to the reported event were found. Root cause was unable to be determined. If any further information is found which would change or alter any conclusions or information, a supplemental will be filed accordingly. Zimmer biomet will continue to monitor for trends.

Event description:
No further event information available at the time of this report.

Event description:
It was reported the patient underwent a right knee revision approximately thirteen months post-implantation due to pain and loosening of the tibial tray. During the revision, bone loss was noted around the femoral and the tibial tray and stem.

Manufacturer narrative:
(B)(4). Multiple MDR reports were filed for this event, please see associated reports: 3007963827-2023-00014 and 0001822565 -2023-00464. Concomitant medical devices: articular surface medial congruent (mc) right 10 mm height catalog#: 42522100910, lot#: 64798941; unknown bone cement catalog#: ni, lot#: ni; tibia cemented 5 degree stemmed right size g catalog#: 42532007902, lot#: 64965345; unknown tibial stem extension catalog#: ni, lot#: ni. Customer has indicated that the product will not be returned to zimmer biomet for investigation, as its location is unknown. The investigation is in process. Once the investigation has been completed, a follow-up MDR will be submitted.